Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during investigation, the pump powered up with the returned battery cap to a blank display. Evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed to find evidence of additional moisture inside the pump on the display flex cable and connector and other printed circuit board components. The blank display was due to internal moisture contamination. Unrelated to the original complaint, the battery compartment was cracked in the thread area and below the grip pad.